Event description:
The customer reported that when an emergency medical system tech attempted to use the defibrillator on a pt, it fired once at 200j ok; but when the charge was increased to 300j, it did not fire. The pt expired. The customer stated that the hp unit did not contribute directly to the pt's death.